Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. Lot number - the correct lot number is 11916064. Expiration date - the correct expiration date is 03/31/2017.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled except one item, a gynecological probe that was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending analysis, system risk analysis (sra), visual analysis and retains analysis. The DHR was not reviewed since there is sufficient information to determine user error. Complaint trending was not performed since there is sufficient information to determine user error. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was returned for visual inspection. The positive bi result cannot be confirmed since no media remains to confirm the presence or absence of growth. However, no anomalies were observed that would contribute to a positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Retains testing was not performed since there is sufficient information to determine user error. The assignable cause is user error as the customer indicated there was no ampoule damage prior to or after sterrad® processing. However, the customer did state was reduced media and/or leakage was observed immediately after processing. The instructions for use (IFU) states to check the integrity of the media ampoule prior to and after processing. If a broken ampoule is found after processing, process a subsequent load with another sterrad® cyclesure 24.